Event description:
During remote follow-up, non-sustained right ventricular oversensing episodes due to myopotential oversensing was observed. Abbott technical support was contacted and confirmed the oversensing. Isometric testing and reprogramming was recommended. No intervention was performed at this time. The patient was stable.